Manufacturer narrative:
Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. Investigation conclusion: not confirmed: bd was unable to confirm the customer complaint for the claimed defect. Without samples or photos for analysis, it is not possible to confirm the defect reported in this complaint. Root cause description: based on the investigation results to date the root cause was not able to be determined for this complaint.

Event description:
It was reported that bd angiocath¿ IV catheters were in a packaging that was not sealed properly and was open. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
No samples or photos are available for analysis. A review of the device history record was completed for final product catalog #381112 lot 7054851 manufactured from 07-mar-17 to 08-marc-17 in multivac r530-2 package machine. This lot was reviewed regarding the following tests: adhesive transfer test, which is evidence through mark of the sealing film, the adhesiveness of the paper was transferred to the bottom web, assuring the sealing of the product; packaging leakage test, which is a test that challenges the integrity of the sealing, as the holes, sealing channels or any other breach of the sealing that could compromise the sterilization of the product; width and sealing test, which evaluates the parameter according internally specified that the width of the seal should be greater than 3.2 mm also were all within specifications. All parameters of the sealing machine were within that specified for the claimed lot. Based on this analysis, no records were found that could lead to the incident in question. There are no quality notification (qn) or nonconformity report of "package seal integrity poor/questionable¿ or anything that could lead to be related to this complaint. Investigation conclusion: not confirmed: bd was unable to confirm the customer complaint for the claimed defect. Besides to the fact that have not been found records that could cause this complaint during the analysis of device history record, of non-conformities and corrective maintenance history, without samples or photos for analysis, it is not possible to confirm the defect reported in this complaint.

Event description:
It was reported that bd angiocath IV catheters were in a packaging that was not sealed properly and was open. There was no report of exposure, serious injury, or medical intervention.